Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A 13f amplatzer torqvue 45 delivery system (dtv45) was flushed and prepped for use. A 0.035" guidewire was advanced through the dtv45, but it would not come out at the distal end. The guidewire seemed to get stuck at the distal tip of the sheath. The guidewire was back-loaded on the dtv45 and was successfully used to implant a 32 mm amplatzer septal occluder (aso). Post-procedure, the aso was noted to have embolized while the patient was waking up from general anesthesia. The aso was attempted to be recaptured percutaneously but became stuck on the tricuspid valve. To avoid damaging the tricuspid valve, the patient was sent to surgery for removal of the aso and the defect was closed with a cardiac patch. The patient has been discharged.